Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.40 - leakage of csf from the stopcock. Effect (harm): over drainage of csf and infection residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Event description:
Nt821731c - screw securing chamber stripped / didn't keep chamber at drain level causing csf to dump/drain. System replaced."

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4), no lot number information provided by the customer. No associated capas. Complaint history review/trend analysis. (B)(4) (B)(6) units sold within past two years. Failure rate = (B)(4) risk management review: a review of (B)(4)medical device hazard analysis (rev 10), identifies the hazard situation as "4.24 eds3 unable to hold in place at desired height." The risk level is considered moderate. Based on complaint of "unable to secure drain." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
(B)(4) - screw securing chamber stripped / didn't keep chamber at drain level causing csf to dump/drain. System replaced."